Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. Bravo device was received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The customer reported bravo recorder error message. The reported condition was confirmed. Evaluation was not performed since the product sample did not arrive as required for investigation. The investigation could not determine a root cause for the issue since the product was shipped inappropriately. The device was sent as a bio-hazard device despite being a non-bio hazard. Further coordination was performed in front of cs specialist according to procedure wi-05-10-005. Wi-05-10-005 failure analysis of contaminated returned capsules states: "all parts transferred to the biohazard lab will be considered as contaminated." "Contact customer service to receive further clarification" if bravo fail to attach/detach return kit does not match sr. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they were beginning a study, but when they pressed the "on" button, the recorder was prompting for an upload. Technical support had the customer reset the recorder then upload and press the "start study" button in order to get the recorder back to the mode of searching for the capsule signal, but it was unsuccessful and they were now getting a "capsule mismatch 0000" so the physician opted to place another capsule. There was no patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they were beginning a study, but when they pressed the "on" button, the recorder was prompting for an upload. Technical support had the customer reset the recorder then upload and press the "start study" button in order to get the recorder back to the mode of searching for the capsule signal, but it was unsuccessful and they were now getting a "capsule mismatch 0000" so the physician opted to place another capsule. There was no patient harm.